Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, critical pump error, prime anomaly and unexpected restart alarm. The customer¿s blood glucose level was 205 mg/dl. The customer reported that the act button doesn't work and received unexpected restart alarm, esc made it blink but the act doesn't. The customer reported that they had received critical pump error. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with act button not responsive due to corroded keypad traces. Unable to perform any test due to corroded keypads . Compromised forced sensor system could not be verified.